Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) popped the patient's saline implant. It was further reported the icm was removed while the saline implant was repaired. The icm was replaced. No further patient complications have been reported as a result of this event.